Event description:
Engineer reported the infusion device has a problem with the external plastic cover on the up button area. Engineer stated it is completely damaged and he can see the metal part inside of the infusion device. Engineer reported the button seems to work properly with some effort. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.